Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a visual and tactile examination of the entire shaft identified no kinks or damage. A visual and microscopic examination of the balloon identified no tears or holes in the balloon material. The device was attached to an encore inflation unit and inflated successfully to its rated burst pressure (rbp) of 15 atmospheres (atms). The inflation device was verified at 15 atms before and after use. A stop clock was used in timing deflation of the balloon and it was noted that the device deflation time is within specification. No further damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon slow to deflate occurred. The 80% stenosed target lesion was located in the moderately tortuous left cephalic vein. A symmetry¿ balloon catheter was used to dilate the lesion. The balloon was inflated approximately three times at 6 atmospheres. A 100% contrast medium was used for balloon inflation. However after dilatation, the balloon deflated extremely slowly, 95% out of 100%, in a ¿flatfish¿ shape. The contrast was still in the balloon after 1 minute, the device was removed from the patient without problem. The sheath was exchanged to a 7f unknown sheath, and then a good dilatation was performed with a 6.0x20 percutaneous cutting balloon. No patient complications were reported and patient's status was good.